Event description:
The customer reported that the system would not boot up.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep after troubleshooting found a pushed in pin in the lemo receptacle. He replaced the lemo receptacle and tested the system. The system boots successfully and operates as expected.